Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received urgent medical assistance on (B)(6) 2018 due to contact dermatitis involving an extensive rash, redness, swelling, and skin irritation. The customer's blood glucose was 109 mg/dl at the time of the incident. The customer was given antibiotics and a steroid cream to treat. Troubleshooting was completed but did not resolve the issue. The sensor will not be returned for analysis.